Event description:
On (B)(6) 2011 I had essure device implanted in right fallopian tube. Left side implant was attempted, but my uterus was perforated in the process and the left implant was not done. I have dealt with 7 years of breaking out in urticaria everyday that I do not take a zyrtec. I have had lower right pain around my abdomen, hip and back for the same length of time. I have had my concerns blown off by the doctor who did the implant as nothing major for 6 years. I was put on long term hormone medications that have risks and side effects to deal with the pain. This past (B)(6), I would have rather been in natural labor instead of the pain I was in. I reiterated my concerns about the pain and that was cyclical in nature to my doctor, only to have him tell me it was more than likely orthopedic. I had a 2nd opinion from a different ob/gyn and they felt that with a complete hysterectomy, bl salpingectomy and a right oophorectomy I would have immediate relief. I am now post op by 4 days and am on no pain relievers of any sort. Complete relief of 7 years of pain in one surgery.